Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a different rate or volume than programmed. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The follow-up manufacturer report provided on (B)(6) 2016 was incorrect. Further review of the device evaluation found that the reported symptom "flow accuracy" was reproduced during evaluation. The evaluation has been updated accordingly and is reflected in this report below: baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "flow accuracy," which was reproduced when flow rate inaccuracies greater than 5%, but less than 10%, were identified during flow rate testing. Evaluation determined assignable cause was the upstream valve pressure plate travel being out of specification. The pressure plate travel was adjusted to correct this condition. In addition, this manufacturer report 1314492-2016-03705 is reportable and should remain in the FDA database.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the high flow rates, which were not reproduced. The valve pressure plate travel was found to be out of specification, which can cause flow rate accuracies. The device was calibrated to ensure accurate flow rate. The following tests had passing results: rate = 40 ml/ hr, vtbi = 10 ml, delivery =9.216 ml (-7.84). Rate = 100 ml/hr, vtbi = 25 ml, delivery =23.264 ml (-6.944). Rate = 400 ml/hr, vtbi = 100 ml, delivery =92.967 ml (-7.033). Rate = 800 ml/hr, vtbi = 200 ml, delivery =185.161 ml (-7.4195). Rate = 999 ml/hr, vtbi = 250 ml, delivery = 230.807ml (-7.6772). Rate = 200 ml/hr, vtbi = 50 ml, delivery =46.608 ml (-6.784). This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-03705 can be removed from the FDA database.